Event description:
A vari-lase procedure kit was being used in a clinical procedure when the patient reported discomfort. The physician withdrew the treatment system and noticed that the laser fiber was protruding from the catheter.